Event description:
It was reported that this implantable pacemaker has entered safety mode, and the patient is asymptomatic. The physician may elect not to replace the device due to the patient's comorbidities unrelated to the device implant. Technical services (ts) was consulted and provided information on magnetic resonance imaging (MRI) guidelines. At this time, the device remains in service. No adverse patient effects were reported. Received additional information the device was explanted successfully with no patient complications reported. The explanted device is expected to return for analysis. Outside of the device explant, no adverse patient effects were reported. Received additional information the explanted device will not return for analysis due to the product was disposed of.

Event description:
It was reported that this implantable pacemaker has entered safety mode, and the patient is asymptomatic. The physician may elect not to replace the device due to the patient's comorbidities unrelated to the device implant. Technical services (ts) was consulted and provided information on magnetic resonance imaging (MRI) guidelines. At this time, the device remains in service. No adverse patient effects were reported. Received additional information the device was explanted successfully with no patient complications reported. The explanted device is expected to return for analysis. Outside of the device explant, no adverse patient effects were reported.